Event description:
The customer reported the system displayed a cine disk error message, thereby losing subtraction, road mapping, or other critical vascular cine functions. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive connectors was reseated during the service call. The system was tested and found to be working as intended and put back into service.